Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms and the lights on the battery were not properly working. The battery was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the battery was not provided. Failure analysis could not be performed as the device was not returned for evaluation. Log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and battery. However, the device and log files were not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a continuous tone and message reporting a critical battery. The indicator lights on the battery were not working appropriately, the number on the side that was not working appropriately was illuminated and the battery gauge on the side with the working battery was illuminated. The battery was replaced no reported consequence or impact to the patient. No further information was provided.